Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unreadable pump head display was confirmed during product evaluation. The root cause of this condition was assigned to corrosion. The pump head module was replaced to correct this condition. The user interface module software version is 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an unreadable pumphead display. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.